Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an irritation. It was located under the electrodes and was red and itchy. There was no alleged device malfunction contributing to the irritation. Patient was recommended a gel by a pharmacist. Follow up indicated that the irritation has improve.